Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer reported sensor was failed and had loss of communication. Customer stated there was no damage to the connection bridge or pins. The customer did not provide information about symptoms and treatment. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.